Event description:
It was reported that device had a dose cord stuck alarm. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a peeling downstream occlusion (dso) seal. The customer's problem was confirmed. The most probable cause of the issue was a faulty remote dose cord (rdc) port, either from damage or from debris stuck inside the port. The rdc port and dso seal were replaced to fix the issue.